Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure the staples were not formed completely. A new reload was used. There was no pt consequence.